Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for post dilatation. However, during the procedure, it was noted that the balloon ruptured. The device was replaced, and the procedure was continued. No patient complications were reported.